Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported having a patient with endophthalmitis one day postoperatively. The patient underwent an additional vitreous procedure one day postoperatively and is currently under medical follow-up (no details provided). The cassette pack used in this procedure was used for three previous procedures on the same morning. This is one of two patients reported by the surgeon.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record(DHR) shows the product was released per specifications. A review of the DHR for the reported suspect product also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. All procedure paks are single-use devices provided to the customer in a sterile manner. Follow-up information indicated the customer does not clean and sterilize the manufacturer's phaco handpiece between cases and there were multiple cases reportedly performed on the day of this event. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient should be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). No cassette sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided. It was reported the phacoemulsification handpiece was not cleaned or sterilized between surgeries (only the tip and sleeve were changed to a new one).